Manufacturer narrative:
This report is submitted on november 25, 2021.

Event description:
Per the clinic, the patient experienced skin irritation on the abutment site (specific date not reported) and subsequently was treated with topical antibiotics (specific date and duration not reported).